Manufacturer narrative:
An investigation was performed. This complaint has not been confirmed. The complaint sample was not returned to the manufacturing site for review. The lot number provided was provided. All DHR are reviewed for accuracy prior to product release. Since the sample was not returned, there is not enough evidence to confirm what could cause this event. However, the fmea was reviewed in order to identify possible root causes for the failure luer adapter - cracked. The following potential causes were identified in the fmea or in addition to this document: in attention, vision system malfunction, inspection failed or not performed, failure to follow procedure. With the available information it is not possible to confirm a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: (B)(6) 2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the venous adapter has a hairline crack, only to be seen when stilted. The patient is fine, there was no harm. The product was tested prior to use.